Event description:
Distributor reports via e-mail, during incoming product inspection, we found a handifil straw with a foreign object inside.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.